Event description:
It was reported that the cartridge was damaged at the shroud, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. It was also reported that the customer experienced an elevated blood glucose level of 900 mg/dl, cause was unknown, with high ketones, which were identified as dangerous by a healthcare provider. Customer attempted to self-treat with a manual dose injection, however, was hospitalized in the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2023 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.